Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure in the paraclinoid internal carotid artery (ica) using penumbra smart coils (smart coils), a penumbra smart coil detachment handle (handle), a non-penumbra microcatheter, a non-penumbra catheter, and a guidewire. During the procedure, one non-penumbra coil was successfully implanted. Next, a smart coil was successfully implanted using the handle. After advancing the next smart coil into the target location, the physician attempted to detach the coil with the handle; however, the coil did not detach. It was reported that the smart coil remained in a straight shape when the pusher assembly was retracted into the microcatheter. The smart coil unintentionally detached within the microcatheter; therefore, the physician used the guidewire to push the smart coil into the target location. During fluoroscopy, the physician identified a radiodensity object behind the proximal end of the smart coil but decided to implant it together with the smart coil using the guidewire. The identity of the object was not confirmed, and no attempts were made to remove the object from the patient. The procedure was completed using a non-penumbra coil and the same microcatheter. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Evaluation of the returned smart coil confirmed the embolization coil was detached. Further evaluation revealed that the pet lock was separated, and the pull wire was retracted on the proximal end of the pusher assembly. This typically occurs during a successful detachment attempt and likely contributed to the embolization coil detaching during the procedure. Further evaluation revealed pusher assembly kinks, and the clear braided section was exposed on the distal flexible shaft. This damage may have a result of the difficulty detaching the coil experienced during the procedure. Evaluation was unable to confirm the origin of the reported translucent material. Penumbra products are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. Section h. Box 6. Conclusions code 1: 4316 - the investigation findings do not lead to a clear conclusion about the root cause of the reported issue. H3 other text: placeholder.